Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, there was liquid contamination on the battery board. The cause of the inability to charge the battery packs is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse events occurred as a result of the defective charger.

Event description:
10/14/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a charger indicating that it was unable to charge a test battery pack.